Manufacturer narrative:
(B)(4). This closes out this report unless add'l significant info is rec'd.

Event description:
Consumer reports attempting to remove a tampon and having the string break. She proceeded to have it removed at the emergency room.